Event description:
It was reported that the customer was hospitalized due to high blood glucose levels (300 mg/dl). Customer was treated with correction bolus and blood glucose levels have stabilized. It should be noted that the customer is pregnant which could have contributed to the reported event.

Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.